Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Unk, unk, unk. : this product is manufactured in the u.s. But not marketed in the u.s. Claim # 717452.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.